Event description:
A male underwent aaa repair in 2008. Nine days later the contralateral leg graft separated from the main body. There had been a one stent overlap. Patient outcome is unknown at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated that the event was due to user error due to inadequate overlap between the main body and the iliac leg graft. However, the appropriate individuals have been notified and we will continue to monitor for similar events.